Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when the power goes out on the unit is not giving audible alarm.